Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the event was unknown. It was reported that on an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had been discharged from the hospital and had recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.